Event description:
During capacitor maintenance on 6/23/00, an extended charge time was observed. Technical services recommended performing several capacitor maintenance's in a row in an attempt to decrease the charging time a program cap reform interval to 1 month. The physician elected to f/u with the pt in 2 months for further eval. During eval in 2000, the extended charge time was again observed. The decision was made to explant the device. St. Jude medical learned that the device was explanted twelve days later.